Event description:
It was reported to nuvectra that the patient experienced an infection at the surgical site, thirteen days post permanent implant. The stimulator and lead were removed, and the patient is recovering.